Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported per field service report: symptom - pump had low vacuum alarm while on pt. Findings/action taken: compressor replaced by hosp biomed.